Event description:
It was reported that the pump touch screen was delayed in responding to presses. There was no reported adverse effect to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.